Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on an unknown date because of dizziness. An xray determined that the electrodes were not in the cochlear. The patient was reimplanted with a new device during the same surgery.